Event description:
Ous MDR - it was reported, that 22 days post implant, the patient was admitted to the emergency room. During the follow-up, oversensing with inappropriate shocks were observed.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual, an electrical and a mechanical analysis. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.